Event description:
Description of event: there were high impedance (>40,000) was observed on the day of surgery and a connectivity check showed no connection on electrodes 0, 1, 8, and 15. It was also reported that the physician connected nevro leads to the vanta battery without adapters despite being informed the components were not compatible, and this was identified as the cause. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).